Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Event description:
New information received notes that the device was explanted and replaced. The device battery was completed dead prior to the procedure. Patient's condiiton was stable.

Manufacturer narrative:
Correction : device code and method code was repeated in follow up 2 additional report as an error and its hould have been blank in follow up 2 additional report, it was already reported in follow 1 additional report. Additional information was missed to be checked in follow up 3 due to the addition of z-0115-2017 and its checked in this report.

Event description:
New information states that the device exhibited premature eri and was unable to interrogate at the time of procedure because the battery was at end of life.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.